Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144032.

Event description:
It was reported that the patient experienced right thigh numbness and x-ray revealed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.